Manufacturer narrative:
Phone # not provided.

Event description:
The customer reported that the "check vent: backup led failed" alarm was activated. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.